Manufacturer narrative:
Product analysis: the stent was not positioned on the balloon between the marker bands due to stent stretching on the distal end, therefore was not meeting specifications. No deformation was evident to stent wraps. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely calcified lesion in the ostium cx exhibiting 95% stenosis. There were no issues noted when removing the device form the hoop. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported the stent was not able to pass the lesion. It is believed that the event was due to the use of the device in difficult lesion morphology/anatomy. The procedure was completed using another medtronic device. No patient injury was reported. Analysis has shown that the stent was not positioned on the balloon between the marker bands due to stent stretching on the distal end.

Manufacturer narrative:
Correction: evaluation summary: the stent had moved distally on the balloon and was not positioned on the balloon between the markerbands as per specifications. No deformation was evident to stent wraps. No deformation was evident to the distal tip. The 0.015 inch mandrel would not load through the guidewire lumen most likely due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.